Event description:
It was reported that the pt had both their neurostimulator and lead replaced and revised, due to lack of therapeutic effect. It was noted that the pt also had a symptom of neurological deficit and had a "funny" sensation from the device. No pt injuries were reported and the pt was doing well and had improvement in her bladder symptoms.

Manufacturer narrative:
(B) (4): final analysis of neurostimulator (B) (4) revealed no anomalies. The device was functionally okay and there was good, stable output on every electrode pair that matched the programmed settings (output was measured at distal end of cut lead). Final analysis of lead (B) (4) showed no significant anomalies. The lead was okay but cut through (suspected explant damage). The proximal was intact and undamaged. The distal end was not returned. The body of the insulation was cut through and body segmented.